Manufacturer narrative:
The field service engineer determined a pinch valve failed due to leaking pinch valve tubing. The pinch valve was replaced and all fluids from the area and below the valves were cleaned. All assays were calibrated and controls were tested. Calibrations were successful and all control results were within specified ranges. Precision and correlation studies were performed; all results were within range. Upon review of the alarm trace, multiple abnormal aspiration alarms occurred near the time the samples were processed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated there was a leak of system reagents under the cobas 8000 e 801 module. During this time, one patient sample tested with the elecsys tsh ver. 2 assay and a second patient sample tested with the elecsys probnp ii immunoassay had questionable results. The initial values were reported outside of the laboratory. The samples were repeated on a second analyzer and the repeat values were deemed to be correct. The first sample initially resulted in a tsh value of 0.12 uiu/ml, which repeated as 2.41 uiu/ml. The second sample initially resulted in a probnp value of 3251 pg/ml, which repeated as 5399 pg/ml. The tsh reagent lot number was 56833901, with an expiration date of 31-dec-2022. The probnp reagent lot number was 50770801, with an expiration date of 28-feb-2022.